Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose range over 600 mg/dl. The customer was treated with manual injection. The customer did not experience any symptoms such as result of high blood glucose event. The customer was treated with insulin shots. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).